Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a massive gi bleed while having a bowel movement. The patient lost approximately 4-5 liters of blood the patient is now off of aspirin and his inr goal is 1.5-2.0. The patient was later discharged with no further issues.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported gi bleeding could not be determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.